Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no. 2426-0500 batch no. 20053381 staff member from l&d brought me some primary IV tubing that was broke.

Manufacturer narrative:
H.6. Investigation: a complaint of damaged tubing was received from the customer along with a sample for investigation. Through visual inspection of the sample the complaint was verified. The upper filament separates from the y-site. A device history record review for model 2426-0500 lot number 20053381 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of damaged tubing with lot #20053381 regarding item #2426-0500 the root cause for this failure has been identified as an insufficient amount of solvent added to the engagement. CAPA#475391 was initiated. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no. 2426-0500. Batch no. 20053381. Staff member from l&d brought me some primary IV tubing that was broke.